Event description:
After opening songer cables onto the sterile field, the circulating nurse noticed that the product had expired. The nurse looked at it again and thought it might be the manufacture date.there was no expiration date. The operating room nurse supervisor came into the room and volunteered to call the manufacturer to find out the expiration date. As she was on the phone she saw a tiny sign on the box that said "not sterile." On the back of the box, it said "contents sterile unless package is damaged or opened."the contractor representative was called and he said the package contents are sterile. Pioneer surgical could not say when the expiration date is.description of consequences of risk happening:there are other packages on the shelf in the implant room in the operating room (or). The packaging is unclear and misleading. The or supervisor asked the company representative to consider removing the product from the shelf until the labeling is clarified.